Event description:
The facility's biomedical engineer reported an infusion pump with a 550 failure code after cleaning and turning on the pump. There was no report of any patient injury or medical intervention. The biomed stated to baxter customer service that there have been no reports of any incident involving the pump since the last baxter service event.